Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that the "inner shaft of hybrid removal device snapped off."

Manufacturer narrative:
Methods: device history review; device inspection; complaint history review; risk assessment.. Results: the reported reflex hybrid quick turn inner shaft was confirmed to have the distal tip broken off via visual inspection. No surgical delay or adverse consequences were reported. In past cases of the reflex hybrid quick turn inner shaft breakage, the cited cause of failure was excessive force during an attempted removal of the inner shaft from the screw. It is likely the excessive torque (a user error) led to the breakage. The likely mode was determined visually as torsional overload. Therefore, the actual cause of the fracture multifactorial in nature. Conclusion: it is likely the excessive torque (a user error) led to the breakage. The likely mode was determined visually as torsional overload. Therefore, the actual cause of the fracture multifactorial in nature.

Event description:
It was reported that the "inner shaft of hybrid removal device snapped off."